Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure when the faradrive steerable sheath clear was aspirated, blood was noted from the side port of the sheath and a leak was noted from the valve of the sheath. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complication was reported.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the outer face and the internal valve with a small opening/deformation near the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure when the faradrive steerable sheath clear was aspirated, blood was noted from the side port of the sheath and a leak was noted from the valve of the sheath. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.